Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined the AED exhibited increased standby current, leading to rapid battery depletion. Further investigation traced the issue to a failed internal ic chip.

Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue but did not identify a cause for the depleted battery pack.

Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack the AED powered on. The customer did not report this occurring during patient use.